Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the system pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported failure was due to a temperature sensitive integrated circuit chip, designator u3 from the single board computer assembly. The single board computer is located on the system pcb assembly.

Event description:
The customer contacted physio-control to report that their device would not complete a boot up cycle when powered on. The device was observed to reset itself twice and then power off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.